Manufacturer narrative:
Tandem¿s t:slim user guide indicates that a cartridge alarm can be caused by not following the proper procedure to load the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. Reportedly, the user was improperly loading the cartridge. The user successfully loaded a new cartridge after following the proper load process. The user's blood glucose level was 315 mg/dl and it was addressed with a manual injection.